Event description:
It was reported that the customer was hospitalized due to hyperglycemia and high ketones. It was reported that the battery in the insulin pump depleted and by the time the customer noticed, her blood glucose levels were high and she had ketones. Troubleshooting was performed, and it was found that the customer had used the wrong type of battery and that the insulin pump needed a new battery cap. It was also reported that the insulin pump had alarmed battery out limit. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.